Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 224 message that appeared on the display of the home pt's homechoice machine during drain 1/6 of automated peritoneal dialysis therapy. Reportedly, the home pt disconnected transfer set from the pt line of the homechoice set during drain 1/6. The home pt then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home pt's nurse in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's nurse.